Event description:
It was reported that during an implant attempt, the left ventricular lead had fixation difficulty due to the patient's challenging coronary sinus anatomy not having a branch suitable for the curve of the lead in order to get the lead positioned to fixate. The lead was not implanted, rather another lead was successfully used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on all conductors.